Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and the display is dim/fading/reddish. This report is made based on results of investigation completed on 02/24/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings: evaluation revealed that the bolus button cover is detached/missing. The display is dim/fading/reddish. The battery compartment is cracked below bumper pad. (B)(6).